Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # unk the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the device that was used? What is the lot # for the device that was used? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that this event was on a sigmoid colectomy where he performed an end to end anastomoses with our powered echelon circular, size unknown. On day 1 it was discovered in the endoscopic suite and required thrombin. I asked for clarification if it was a thrombin/fibrin sealant and he reported yes. The product available there is a fibrin sealant. No other information is known at this time.

Manufacturer narrative:
(B)(4) date sent: 04/13/2021 as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what is the product code for the device that was used? Unknown what is the lot # for the device that was used? Unknown what were the indications for surgery? Unknown did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Unknown where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? Unknown what confirmation was received that the device completed the firing sequence? Unknown was the green checkmark visible at the end of the firing? Unknown how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was there any difficulty removing the device? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Unknown were there any issues noted with staple formation? If so, please describe the shape and location. Unknown was a leak test performed? If so, what type and what was the result? Unknown was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? Surgeon reiterated not leak, bleed how was the leak identified? Surgeon reiterated not leak, bleed what was observed at the site of the leak upon reoperation? Surgeon reiterated not leak, bleed, no reop needed how was the leak addressed? Surgeon reiterated not leak how was the post-op bleeding identified? Bleeding from rectum how many days postoperative was the bleeding identified? 1 what was the total estimated blood loss (ml)? Unknown was a transfusion required? No how was the bleeding addressed? With fibrin sealant through endoscope what was the pre and postoperative anti-coagulant and pain management protocol? Standard was the bleeding intraluminal or extraluminal? Intraluminar what is the status of the patient? Good